Manufacturer narrative:
After analysis of the affected wireless foot control - s-nw - no product failures have been detected. The foot control stops reliably and the calibration values were also okay. Therefore, w&h is unable to confirm the complaint.

Event description:
A dentist of the (B)(6) dr. (B)(6) clinic complained that the motor of the "implantmed" is still working after he releases the foot pedal. There was no injury in this case, however, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude permanent injury.